Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 24. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.